Manufacturer narrative:
The sensor replacement alert was presented to the user on (B)(6) 2023 and an RMA was authorized for further investigation. Analysis of the in vivo glucose data shows that the rate of change in the glucose values frequently exceeded 5mg/dl/min. This noise is the most probable root cause for the reported failure. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 4 april 2024. G3. Date received by manufacturer updated to 4 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 10, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.